Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified: one broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as surgical impact. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Rupture was diagnosed by "scan". Physician later reported "capsular contracture baker grade unknown, leakage of device and rupture diagnosed by ultrasound". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a right side ¿swelling¿, ¿pulling sensation¿, ¿enlarged in comparison to the left¿, and ¿rupture¿. Device remains implanted.